Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a tubing issue, indicating that each time at the tubing installation there was a venous return. The issue has stopped once the tubing was changed. The baby lost 20ml of blood but no specific harm or clinical effect was reported.

Manufacturer narrative:
One (B)(4) sample was received without packaging for investigation; fluid was present in the line. The customer reported that the sample was from lot 17046479. A visual inspection of the returned sample did not identify any obvious product defects or manufacturing issues. Functional testing did not identify any blockages or occlusions. Pressure testing did not identify any leakages at any point of the line which may have caused or contributed to the reported issue. Please note, this set does not contain any back check valve which would prevent blood back flow. In this instance, a definitive root cause for the customer¿s experience could not be determined as no manufacturing defects were identified that could have contributed to the reported back flow.